Event description:
It was reported the patient received the following results within 15 minutes: "hi" (>600 mg/dl) (system 1), 468 mg/dl (system 1), 87 mg/dl (system 1) and 96 mg/dl (system 2).

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.